Manufacturer narrative:
Block b3 event date: date unknown. Sc-1232, serial (B)(6). The returned device passed inspection and revealed no anomalies. The ipg could be fully recharged in one four-hour cycle and communicated to a known good remote control without any anomalies. The ipg revealed normal characteristics during the visual and functional examination.

Event description:
It was reported that the patient was experiencing redness and a feeling similar to sunburn at the spinal cord stimulation (scs) implantable pulse generator (ipg) site. The physician assessed that it does not look like an infection. It was also stated that the ipg would no longer connect and therefore the patient could no longer feel stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. A culture was taken which revealed staphylococcus aureus.

Manufacturer narrative:
Block b3 event date: date unknown.

Event description:
It was reported that the patient was experiencing redness and a feeling similar to sunburn at the spinal cord stimulation (scs) implantable pulse generator (ipg) site. The physician assessed that it does not look like an infection. It was also stated that the ipg would no longer connect and therefore the patient could no longer feel stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. A culture was taken which revealed staphylococcus aureus.